Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for esophageal varices performed on (B)(6) 2013. According to the complainant, the device would not deploy the bands. They were not able to turn the handle of the device. No damage was noted to the device or packaging, and there was no difficulty noted, while preparing the device for use. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Examination of the device found the trip wire not loaded on the handle; the trip wire had pulled though the handle. The handle slot showed no deformation to indicate the trip wire was properly secured, before attempting to deploy the bands. The handle spool freely rotated when turned. Five bands were loaded on the ligator head with three of the bands partially deployed. None of the ligator head teeth were damaged, and the suture was still attached to the trip wire. Based on the device evaluation, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, the most probable root cause of the reported failure is ¿user/use error¿. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for esophageal varices performed on (B)(6) 2013. According to the complainant, the device would not deploy the bands. They were not able to turn the handle of the device. No damage was noted to the device or packaging, and there was no difficulty noted, while preparing the device for use. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.